Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. The fsr replaced the abd latch and completed testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) latch broke. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.